Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having several cracks around the reservoir and battery compartment. The blood glucose reading was 450mg/dl. Troubleshooting was performed. The customer was able to treat her high blood glucose with an insulin pen. The customer stated that insulin was leaking at the o-rings. No further information was provided.